Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) found with water leaking into unit caused system failure and it won't power back. There was no indication of actual or potential harm or death.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is houston methodist the woodlands hos.a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1(initial reporter, event site telephone, event site email), e2, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer attempted to flush the unit and got saline throughout the unit and damaged the pneumatic module, the drive manifold and the power management board. Fse replaced the power management board, the pneumatic module and the drive manifold assembly. And tested the unit. Unit passed all testing and was cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) found with water leaking into unit caused system failure and it won't power back. There was no patient involvement.